Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on after changing the battery. Customer stated there was a large crack on the face of the device. Blood glucose as not provided at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed idle current test, run current test, self-test, off no power test and displacement test. No blank display noted. No moisture damage on electronics and motor noted. Insulin pump had cracked display window and cracked case at display window corners.